Event description:
Our affiliate reports that during a shoulder procedure the distal tips of three inserters broke off into the patient's body. All was retrieved and the case was concluded successfully without further incident or harm to the patient. [See also mdrs 1221934-2005-00233 and 1221934-2005-00234}

Manufacturer narrative:
Received 3 bioknotless devices, that is broken inserters and anchors, although 2 bioknotless and 1 panalok loop device were originally reported. The inserters all have their most distal tips broken off and the anchors have those broken tips imbedded within them. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 200 devices that were released to distribution. This type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, tip breakage, may have been caused by off-angle or off axis inserton into the bone hole. Off angle/axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor / bone hole misalignment, note that the IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. This is a technique issue. No further action is warranted.

Event description:
Our affiliate reports that during a shoulder procedure the distal tips of three inserters broke off into the patient's body. All were retrieved and the case was concluded successfully without further incident or harm to the patient. [See also mdrs 1221934-2005-00233 and 1221934-2005-00234].